Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, such as using different adapters and cables, but the issue persisted. Consequently, tandem technical support decided to replace the pump. The customer was advised on how to enter storage mode and instructed to return the faulty pump using the provided return box and pre-paid label. The customer acknowledged these instructions.